Manufacturer narrative:
Abbott field service inspected the analyzer and replaced multiple parts including the degasser. The issue was resolved following the replacement of the degasser and no subsequent falsely decreased results were reported. The new style degasser canister, with tubing was determined to be the cause of the falsely depressed results. A review of the service history for the architect c4000 analyzer identified no additional contributing factors and no subsequent issues have been reported. A review of complaint and trending data for the degasser identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Manufacturing documentation for the likely cause part was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c4000 analyzer was identified.

Manufacturer narrative:
Patient information: no specific patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a falsely depressed results for potassium, carbon dioxide and calcium while using the architect c4000 analyzer. The following initial and repeat results were provided: potassium: 2.0 mmol/l and retest on second architect 4.0 mmol/l. Carbon dioxide: 5 meq/l and retest 26 meq/l. Calcium: 4.6 and 9 mg/dl. No impact to patient management was reported.